Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - above rbp.

Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial artery. The balloon of the 3.0 x 38 mm esprit btk device was inflated; however the physician could not tell if the device was inflating at 20 atmospheres and then the balloon ruptured. The stent was deployed at the intended location. A dissection was noted and three balloons were used as treatment. The dissection appeared to be resolved on the final run and flow looked good. No additional information was provided.